Manufacturer narrative:
The device received motor error alarm during the basic occlusion test due to faulty fsr. Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Insulin pump received with moisture damage on electronics assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.